Manufacturer narrative:
(B)(4). Section g4(premarket identification field): rd900anu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in belgium reported via a fisher & paykel healthcare (f&p) field representative that an rd900anu neopuff infant resuscitator (subject device) failed the valve test. It was further reported that the needle of subject device's manometer would go back to zero cmh2o with slow movement. There was no reported patient involvement.